Manufacturer narrative:
Cmpl-(B)(4).

Event description:
It was reported that a sensor session would not start. The sensor was inserted into the abdomen on (B)(6) 2023. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. In addition, signal loss over one hour was found in connection to the reported allegation. The probable cause could not be determined. No injury or medical intervention was reported.